Event description:
It was reported that there was a periprosthetic fracture. Cemented stem removed, cup well fixed fracture fixed. Fracture fixed with stryker plate, restoration modular stem (cone, plasma) inserted.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Visual, dimensional and functional analysis could not be performed as the device was not returned. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that there was a periprosthetic fracture. Cemented stem removed, cup well fixed fracture fixed. Fracture fixed with stryker plate, restoration modular stem (cone, plasma) inserted.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.